Manufacturer narrative:
This report is submitted on april 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery on (B)(6) 2018 to explant the device. The patient was reimplanted with a new device during the same surgery.